Event description:
It was observed that during the device evaluation, the subject device failed water leak test. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely that the water leak test failed due to the cut on focus button. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.